Event description:
As reported by the field clinical specialist, approximately 2 years, 7 months post transfemoral tavr procedure with a 20mm sapien 3 ultra valve in the native aortic annulus, the patient presented to the hospital with heart failure and long-standing anemia that had become worse. Upon tee evaluation it was found that the aortic valve was severely stenotic with elevated gradients and velocities and thickened leaflets. The perceived root cause of the valve dysfunction was reported to be structural valve degeneration, anemia, and the patient comorbidities. A valve-in-valve was performed with a 20 mm sapien 3 ultra resilia valve approximately 2 years, 8 months post transfemoral tavr procedure.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6 type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. As per the technical summary and instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, revealing no inadequacies in warnings, contraindications or usage directions for the successful use of the device. The complaint for valve leaflet calcification was confirmed based on a review of the medical records provided. However, no potential manufacturing non-conformances were identified during the engineering evaluation. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation. Edwards' thv valves processed with thermafix, aim to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show comparable mortality and significantly lower structural valve degeneration (svd) rates compared to surgical aortic valve replacement after 6 years. Despite numerous studies on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood. There are no effective mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, a definitive root cause is unknown; however, per report, the perceived root cause of the valve dysfunction requiring a valve in valve procedure was ''structural valve degeneration, anemia, and the patient comorbidities.'' As such, available information suggests that patient factors (comorbidities, including history of aortic stenosis and mitral stenosis) likely contributed to the complaint event, indicating that calcification may be due to the patient's condition. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to a review of medical records received.

Event description:
Per medical records received, a transesophageal echocardiography (tee) report confirmed that the bioprosthetic aortic valve leaflets are thickened, calcified and restricted. There is mild to moderate aortic regurgitation.